Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. One day after the event onset, the patient was treated with vancomycin injection (1gm, every 4th day, ongoing) and imepenem injection (1gm, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. On an unknown date, pd therapy was discontinued. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: on an unknown date the patient was hospitalized, treatment was discontinued, pd therapy was discontinued, the patient was recovered and was discharged. Should additional relevant information become available, a supplemental report will be submitted.